Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
As reported to customer relation, "the gj was placed in patient and appeared to be leaking at the stomach loop. The tubes were removed and new ones placed without incident. Lots are unknown at this point. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: warnings (...) Standard techniques for percutaneous placement of gastrojejunostomy tubes should be employed (¿) if the locking sleeve is not fully snapped into position, the loop will not be properly secured, and leaking will occur at the locking sleeve. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.